Manufacturer narrative:
Alleged failure: crossflow - shoulder pressure was too high - pressure was set to 35 then 25 - shoulder expanded larger than it should have. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) inflow cassette not properly inserted. 2) improper joint level. 3) user settings. 4) kinked inflow cassette. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while using the crossflow, the shoulder pressure was too high. The pressure was set to 35 then 25 but the shoulder expanded larger than it should have.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while using the crossflow, the shoulder pressure was too high. The pressure was set to 35 then 25 but the shoulder expanded larger than it should have.